Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+2.5/095 (sphere/cylinder/axis), during the same surgery due to the lens was stuck in the cartridge or injection system. The lens was damaged and there was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).